Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage was observed. The 90% stenosed target lesion was located in the calcified lcx and contained a 90 degree bend. The target lesion was predilated with a 2.5 x 20mm apex balloon catheter. The physician encountered resistance while advancing the 16 x 3.50mm ion drug-eluting stent to the target lesion. The stent delivery system was able to be removed intact. It is reported that the stent struts flared on the proximal end. The physician completed the procedure with a different device. No patient complications were reported and the patient's condition is listed as ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage was observed. The 90% stenosed target lesion was located in the calcified lcx and contained a 90 degree bend. The target lesion was predilated with a 2.5 x 20mm apex balloon catheter. The physician encountered resistance while advancing the 16 x 3.50mm ion drug-eluting stent to the target lesion. The stent delivery system was able to be removed intact. It is reported that the stent struts flared on the proximal end. The physician completed the procedure with a different device. No patient complications were reported and the patient's condition is listed as ok.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was no blood or contrast on the device. The balloon was tightly folded and the stent was centered between the markerbands. There were three flared struts in the first distal row of stent struts. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).